Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with an eri alert (B)(6) 2020 and a battery performance alert was triggered on (B)(6) 2020. The patient came into the office for a pre-op visit on (B)(6) 2020, and upon interrogation, it was discovered that the device reached the end of service on (B)(6) 2020. The patient was stable. On (B)(6) 2020, interrogation was attempted and no communication was found between the programmer and the device. The hospital infectious disease specialist recommended delaying the change out for two weeks for unrelated reasons. The patient was put in a lifevest and discharged.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6)2016 . Additional information: h7, h9

Event description:
New information states that the device was explanted and replaced on mar 24, 2020. The patient was stable.